Manufacturer narrative:
(B)(4). Concomitant medical products - oxf twin-peg cmntd fem sm PMA, item 161468, lot 124850, therapy date - device remains implanted, oxf anat brg rt sm size 4 PMA , item 159569, lot 800600, therapy date - device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01163 and 3002806535-2018-01164.

Event description:
The patient underwent a right partial knee arthroplasty .subsequently it was reported that the patient suffered an episode of sharp right knee pain on medial side of the patella secondary to synovitis and scar irritation. No medical intervention was required.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient suffered an episode of sharp right knee pain on medial side of the patella secondary to synovitis and scar irritation. No medical intervention was required.